Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported by the customer, that hand piece became to so hot that it started to melt the tube set.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding DHR review performed and device evaluation. Please see the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The device was returned to the service center for an evaluation and the endurance testing was performed on the hand piece to simulate field conditions. The hand piece was run continuously for 15 minutes under a load range of 0.2 lb to 0.6 lb. The unit reached a maximum temp of 52.1 degrees celsius when the test procedure was completed and the irrigation/suction was turned off. The part did exceed the threshold limit for external surface temperature, so the excessive heat was confirmed. Additional information on the event states the handpiece was run continuously for 10-15 minutes during lothrop procedures with pressure applied the entire time before the issue occurred. This continuous and extended use of the burr on a lothrop case potentially surpassed the current design intent of the device. Based on the investigation, the issue was likely due to the extended use on a lothrop procedure, which is one of the most challenging procedures as it requires many minutes of drilling out bone. The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.